Manufacturer narrative:
The insulin pump no button response due to corroded keypad traces. The insulin pump was tested with test keypad and no frozen display noted. No blank display noted during testing. The insulin pump had a cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had keypad anomaly and frozen screen. The blood glucose at the time of the incident was 188 mg/dl. She states they attempted to program a bolus but he button were sticking. The buttons were unresponsive but the time was still advancing. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.